Event description:
No information were given. Event did occur in surgery. No adverse consequences were reported.

Manufacturer narrative:
Evaluation summary: review of device history record (DHR) - review of the DHR for the im reamer revealed no discrepancies. The per event description does not give any information about the event that happened. Thus investigation describes the damage found on the device and will give an interpretation regarding potential event and cause. Evaluation did not reveal any discrepancies in material or manufacturing. The received reamer was documented as faultless prior to distribution. Appearance of damage of the reamer indicates the device having been twisted under overload during reaming in counter-clockwise direction. Thus the outer spiral was deformed. We assume that the reamer became damaged by improper handling during intra-operative procedure.